Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 4 (indicating the sensor had a remaining life of 12 hours before ending). Sensor state 4 with event log 3 is an indication that the patch has reached the end of its lifecycle but has yet to terminate. This is part of software design and is not an indication of product non-conformance. Functionality test will be performed to verify sensor is functioning as intended. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, the issue is not confirmed. At this time reader has not yet been returned and a valid serial number has not been provided for the reader. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. As a result, the customer experienced loss of consciousness. By the time, the customer regained consciousness, they only needed air conditioner to feel fine again; no medication was taken. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. The sensor was found to be in sensor state 4 (indicating the sensor had a remaining life of 12 hours before ending). No failure modes were observed upon visual inspection of the plug assembly. Sensor was reprogrammed and simvivo test was performed. All results were within specification. Poise voltage testing was within specification, indicating the sensor was providing accurate glucose readings. Therefore, the issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. As a result, the customer experienced loss of consciousness. By the time, the customer regained consciousness, they only needed air conditioner to feel fine again; no medication was taken. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.